Event description:
It was reported that the sheath melted during cautery.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The possible root causes for the reported failure can be due to: use error, improper sterilization, normal wear and tear and/or insulation failure. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the sheath melted during cautery.

Manufacturer narrative:
Additional information will be provide once investigation has been completed.